Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: cas, mia jefic reviewed the open call for (B)(6). Case #(B)(4)- adequate suction with slightly decentered suction ring placement. 1 ak 88 degrees in length at axis 3, radius 4.3, depth 90% was planned and created. Scheimpflug scans note head tilt. Ak firing begins in frame 30 and concluded in frame 39 as designed with patient movement noted in frames 37-39. Root cause: laser functioned as designed. Patient head positioning and movement impacted the firing of the laser. No further follow up.

Event description:
While cas was on-site (B)(6), dr. Reported a perforated arcuate incision (the ak was 88 degrees in length).